Event description:
It was reported that the atrial leadless pacemaker exhibited post sensed t wave oversensing. Programming changes were made. The patient was stable and will continue to be monitored.